Manufacturer narrative:
Complaint conclusion: as reported, proper hemostasis was not achieved after the removal of a 5f mynxgrip vascular closure device (vcd) from the patient¿s body. There was pulsatile bleeding at the puncture site immediately noted upon removal of the advancer tube. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no issues noted during the balloon retraction/button #2 step. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged with the black handle and the stopcock was in the open position. Neither the procedural syringe nor the sheath was returned with the device. Neither the sealant nor the advancer tube was returned, most likely due to a full removal deployment attempt. During this analysis, no damage or abnormal condition was observed. A dimensional analysis was executed by measuring the distance between the inflated balloon and the shuttle tube. During this analysis, it was observed that the balloon was 4 mm apart from the shuttle tube, as expected per the device design. Per functional analysis, the simulated deployment test could not be executed to ensure the functionality of the returned device as the advancer tube and sealant were not returned to emulate the deployment system. Nevertheless, the shuttle was pulled in a proximal direction and then pushed again into the manufactured position to evaluate the correct expected displacement of the shaft. During this analysis, it was observed that no impediment or unexpected condition was present on the returned unit that could be related to the reported event. Per microscopic analysis, visual inspection at high magnification showed that the sealant and advancer tube were not returned, as previously mentioned in the visual evaluation. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages/anomalies noted that could be attributed to the reported failure. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. According to the product¿s IFU, which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after removal of a 5f mynxgrip vascular closure device (vcd) from the patient's body. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There was no issues noted during balloon retraction / button#2 step. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.